Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 4 x 13mm (oss413) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing at the threads near collar. Bone debris presented on the external threads. Pre-existing patient condition noted on the per was type ii (moderate) bone density. The reported device was being placed on tooth 15 (fdi) when the incident occurred. The implant was placed for approximately 5 years. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 2013051649. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013051649) for similar event using keyword 'fracture implant' and no other complaint was identified. November post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (oss413) and event (fracture implant). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.

Event description:
It was reported that an implant fracture. The doctor confirms that the patient did not suffer any impact on his health and that the procedure was concluded with another implant in the same surgery on the same day.